Event description:
It was reported by the head of surgery that there was a shoulder surgery procedure in which the serfas probe and crossfire console were used in intervals of approx 30 seconds. It was further reported that the tip of the serfas tube with lot number 09355ae2 allegedly splintered when the surgeon was using the probe at the pt's shoulder joint. All of the fragments of the serfas tip were able to be located although it was allegedly necessary to make a considerable surgical opening of the pt's shoulder joint. An x-ray was used to verify that all fragments of the probe tip were removed from the patient's wound. It was further reported that the hospital rejected the continued use of serfas probes and returned an ...

Manufacturer narrative:
Additional info will be provided once investigation is completed. Lot number 09335ae2 was also implicated in this complaint.